Event description:
Same case as: 2134265-2009-00942, 2134265-2009-04792. It was reported in 2002, the pt presented with chest pain, which had been occurring for 6 days. Pt started taking aspirin 4 days prior. Unstable angina, occurring at rest, was diagnosed. High suspicion of high grade occlusion cad. The pt was admitted to the ICU and placed on aggrastat and heparin drips, asa, and metoprolol. An 80% stenosed lesion was identified in the rca. Angioplasty and stenting were recommended. Pt experienced pain during rca injections. Pt to be transfer to another facility. In late 2006, the pt presented with chest pain. The mid rca was predilated with a 2.5 x 8 non-bsc balloon, inflated to 12-16 atm for 6-14 seconds. A 2.50 x 12 mm taxus express2 stent was deployed, inflated to 20 atm for 15 seconds, reducing the stenosis to less than 50%. Lesion contained a prior unk stent. A 3 x 12 mm cordis stent deployed in the proximal lad, inflated to 20 atm for 25 seconds, reducing the stenosis to less than 50%. The stent was post-dilated with a 3.5 x 13 non-bsc balloon, inflated to 18 atm for 14 seconds. The mid cx lesion was predilated with a 2.5 x 8 mm non-bsc balloon, inflated five times to 12-14 atm for 6-12 seconds. A 2.5 x 16 mm taxus express2 stent was deployed, inflated to 16 atm for 14 seconds, reducing the stenosis to less than 50%. Lesion contained a prior unk stent. Medications given included: integrilin, heparin ia, and phenergan. In early 2007, the pt presented with chest pain. Medications given included: nitroglycerin, lopressor, and lovenox. Near immediate relief of pain with nitro. Pt was transferred to another facility. The pt reported approximately one week following the stent placement, he experienced brief chest pressure, felt a 'pop', a then experienced the sensation of fluid in his chest which resulted in immediate resolution of the pressure. No EKG changes, enzymes negative. Angiography, performed the following morning, revealed 90% stenosis at the proximal edge of the previously placed rca stent. The pt was found to have had an anterior myocardial infarction. Predilatation was performed in the mid rca with a 3 x 23 mm non-bsc balloon, inflated three times for 20 atm for 7-15 seconds. A 3.00 x 24 taxus express2 stent was deployed, inflated to 18 atm for 11 seconds and post-dilated with the stent delivery balloon to 20 atm for 9 seconds. Medications given included: plavix lotrel, caduet, aspirin, heparin and integrilin drips. Pt discharged two days later. One hour post discharge, the pt presented with chest pain, throat pain, sob, and st increase. Pt treated medically and was sent home. Eight hours post being sent home, the pt presented with severe chest pain, and shortness of breath. EKG identified sinus bradycardia with 1st degree av block, incomplete l bundle branch block. St elevation considered inferior injury or acute infarct. Lung volumes were found to be decreased. The pt was intubated, sedated, paralyzed and transferred via lifeflight to another facility. Medications given include: morphine, asa, nitroglycerin, heparin, and etom. The following day, the pt had t-wave changes and elevation of troponin. Angiography revealed the restenosis in the previously placed stent located in the proximal to mid rca. Balloon angioplasty was performed with a 3 x 23 mm non-bsc balloon, inflated three time to 2-24 atm for 10-19 seconds. Integrilin was administered while on heparin. Evidence of thrombus was seen. Timi grade 3 flow was achieved. Pt had a ck rise to 4000. Pt transferred to the floor where he was treated medically. The pt's condition was stable and was extubated the following day. The pt was discharged five days later in good condition. The same month, the pt transported to the hosp via ambulance with chest pain, sob, pale and moist skin. Pt given nitroglycerin, aspirin, heparin and plavix and was transferred to another facility. Angiography showed stents in the rca, lad, and cx. The pt did not experience chest pain during the four days. However, upon discharge, the pt experience anxiety and chest pain. After careful monitoring, it was unclear if the chest pain was cardiac in origin or related to chronic issues of back and shoulder pain. The pt was discharged. The following month, the pt presented with chest pain, which started the day before, a fever, tightness in throat, cough, and anxiousness. Pt quit smoking one week prior. Angiography found the mid rca to be 80% stenosed. Nine days into the hosp stay a two vessel bypass was performed: aorta to acute marginal sequence to the distal rca with reverse svg and ligation of the stented rca, due to the possibility that the rca stents were not well apposed and were the cause of thromboembolism. Approx three months later, the pt presented with center chest pain, pain in right arm and neck, and chest pressure. Medications given include: morphine, asa, nitro, dilaudid. Pt became pain free. Pt transferred to another facility. Pt left the emergency department at the transferred facility to smoke a cigarette. EKG demonstrates bradycardia. The pt at one point threatened to leave the facility. Pt discharged home after observation and ruling out acute coronary syndrome. It was reported that the pt has died. However the date and cause of death is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.